Manufacturer narrative:
(B)(4). The valve was returned to edwards lifesciences for evaluation. The valve was received unused and attached to holder. A black particulate was found on the outflow of the valve. Visual inspection of the returned valve confirmed the presence of a black particulate within the outflow of the valve, near the edge of the leaflet. There was a particularly long fibrous black material that appeared to come from the black particulate. Materials analysis was performed on the isolated material collected from the returned valve with fourier transform infrared spectroscopy (ftir). The results indicated that the material showed similar absorption characteristics to delrin. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing issues related to particulate contamination. No IFU/training deficiencies were identified. A lot history review did not reveal any other complaints related to particulate contamination for the related work order in the qms complaint system. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers ((B)(4)) from (B)(4) and verifying that there has been no other complaint associated with each serial number. Review of complaint history from september 2016 to (B)(6) 2017 revealed (B)(4) other returned complaints for contamination particulates on the sapien 3 prime valve. For the complaints that were closed within the timeframe of september 2016 to (B)(6) 2017, there were (B)(4) complaints that reported as matching delrin. There is no evidence that these returned complaints are related to this complaint. A review of complaint history reveals that the occurrence rate for this complaint code for the sapien 3 prime valve did not exceed the (B)(6) 2017 control limits for this trend category, ¿particulate, contamination¿. A manufacturing process walkthrough was performed and reviewed in order to determine if the delrin particulate could have originated at edwards. The components and materials walkthrough for the sapien 3 prime manufacturing process revealed that there are five (5) delrin materials in the manufacturing cleanroom. Three (3) items can be eliminated as potential causes of the observed particulate on sn (B)(4) for this complaint based on the color being white rather than black as identified on the returned valve. Two (2) items identified as black delrin: flow co valve holders and pericardial fixation board. During manufacturing, the following processes are in place to mitigate against the potential of particulates or fibers on the valves. Sapien 3 prime valves were manufactured under controlled environments in cleanrooms. All personnel working or entering edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. During valve assembly, in-process gluteraldehyde were changed out daily and at the end of an assembly step once it is completed for the work order also enforces use of cleanroom tape to wipe the removed/cut sutures at the work stations. During processing of sapien 3 prime leaflets, the delrin cutting boards are visually inspected before and after processing a work order for damage and particulate concern using minimum 7x magnification. Also, delrin boards are sent to tool sanitization room (tsr) for cleaning at the end of the shift or when both sides of the board have been used to die cut tissue. During manufacturing, sapien 3 prime valves were 100% visually inspected under 8x magnification for visualization before holder inspection and visualization after holder inspection. These 100% visual inspections are able to identify presence of any fibers and particles, e.g. Particulates, free sutures, debris, on valves or inside jars. Similarly, in process gluteraldehyde is changed out after the visual inspection is completed for the work order to rinse off any potential loose particulates/sutures in the jar or valves. Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no foreign materials (e.g. Particulates, free sutures, debris) on the valves and inside the jars visible to unaided eye. The complaint for ¿valve ¿ particulate, contamination¿ was confirmed as delrin particulate when observed during product evaluation. The sub assembly for the leaflet, and both the subassembly and packaging valve assembly level work orders were reviewed. No non-conformances for the particulate issue that was observed in this complaint were noted on any of the work orders. A manufacturing process review revealed that five (5) items were identified with delrin material, however only two (2) were black as observed on the returned valve¿the flowco valve holders and the pericardial fixation board. Delrin is used within the manufacturing process, however there are mitigations in place that reduce the risk of particulate on the valve. All valves were inspected with 8x magnification and checked for particulate and inspected again with the unaided eye prior to final packaging of the valve. Another preventive measure is that the delrin cutting board is cleaned at the end of each shift. These activities reduce the opportunities for particulate to adhere to the valve. There is no confirmation that the observed black delrin originated from edwards. Nevertheless, as there are potential sources of the delrin material within the manufacturing line, a manufacturing issue cannot be eliminated. Engineering could not eliminate the possibility of a manufacturing non-conformance due to potential sources of black delrin within the edwards manufacturing areas. No labeling or IFU inadequacies were identified. From the fmea assessment, the highest severity ranking for issue related to contamination is 4 (critical). Due to high severity level, a CAPA was generated for further investigation. A product risk assessment (pra) is required due to product nonconformance with a major or critical severity level. In response to a previously identified particulate contamination issue, a pra was initiated to address particulate on valves of delrin source. Though the pra was initiated due to mitral surgical heart valve holders, the type of risk assessment is still applicable to thv as the focus is on particulates on the valves and the potential risk would be embolism. The applicable trending category for this failure mode did not exceed the control limit for the month of (B)(6) 2017. No additional pras are needed to address the particulate issue observed from this complaint. The complaint was confirmed as reported¿a black particulate was found on the outflow of the valve. Chemistry analysis identified the material as delrin. A manufacturing nonconformance could not be eliminated due to potential sources of black delrin used in the edwards manufacturing process. Mitigations including various points of inspection, as well as delrin board damage assessment and cleaning are currently in place to reduce the particulate that could be observed on a valve. No IFU/training inadequacies have been identified and review of the complaint history revealed that the occurrence rate does not exceed the (B)(6) 2017 control limits for this trend category (particulate, contamination). Due to high criticality and potential manufacturing nonconformance, a CAPA was initiated to address the issue. To address a previously identified particulate contamination issue, a pra was initiated for risk assessment.

Event description:
As reported by field clinical specialist (fcs), during prep of the 26mm sapien 3 vale, a small (pinpoint) dark spot was noted on one of the leaflets which did not come off during the wash.